Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a lead replacement due to intermittent noise, high capture thresholds, high pacing impedance issues, and fracture on their right ventricular lead. The lead was capped and replaced on (B)(6) 2018. Patient¿s condition was stable throughout the event.